Manufacturer narrative:
(B)(4). Initial reporter email address : (B)(6).

Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
Subsequent to the initial report, a correction is required.

Event description:
Data was evaluated and the allegation was not confirmed. The probable cause could not be determined.